Event description:
It was reported that the box of bd alcohol swabs label had incorrect label information. The following was translated from spanish to english: reported that in an audit by cofepris it was detected that the rs printed on the primary packaging of alcohol swabs sku 326899 is inverted as follows: 74892 ssa should read: 74982 ssa, requesting bd for a letter to justify that the error is of origin.

Manufacturer narrative:
The following fields were updated due to additional information: d3: medical device manufacturer: bd medical - diabetes care holdrege ne/ 68949. D.4. Medical device expiration date: 31-dec-2027. H.4. Device manufacture date: 24-jan-2023. G1: manufacturing location: bd medical - diabetes care. H.6. Investigation summary: no samples were returned therefore the investigation was performed based on the photo(s) provided. Embecta was able to confirm the customer-indicated issue. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h.10.

Manufacturer narrative:
The following tabs was updated due to additional information received. H.6: investigation summary: imdrf annex b grid. Imdrf annex c grid. Imdrf annex d grid. H.6 investigation summary: no samples were returned therefore the investigation was performed based on the photo(s) provided, this is the (B)(4) complaint for the reported lot number. Embecta was able to confirm the customer-indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that the box of bd alcohol swabs label had incorrect label information. The following was translated from spanish to english: reported that in an audit by cofepris it was detected that the rs printed on the primary packaging of alcohol swabs sku 326899 is inverted as follows: (B)(6) should read: (B)(6), requesting bd for a letter to justify that the error is of origin.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the box of bd alcohol swabs label had incorrect label information. The following was translated from spanish to english: reported that in an audit by cofepris it was detected that the rs printed on the primary packaging of alcohol swabs sku 326899 is inverted as follows: 74892 ssa should read: 74982 ssa, requesting bd for a letter to justify that the error is of origin.

Event description:
It was reported that the box of bd alcohol swabs label had incorrect label information. The following was translated from spanish to english: reported that in an audit by cofepris it was detected that the rs printed on the primary packaging of alcohol swabs sku 326899 is inverted as follows: 74892 ssa should read: 74982 ssa, requesting bd for a letter to justify that the error is of origin.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h.10.